Event description:
It was reported to philips that the system could not perform exposures as the message image disk was full was displayed on the screen. The device was in clinical use at the time of reported event. No harm was reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information received, when the issue occurred, the system was in clinical use and the procedure was aborted and rescheduled. The analysis of the system log file found that the exposure was not possible, image disk full. Upon troubleshooting, the fse performed the database consistency test, cleaned the imaging processing pc (ip-pc) and reconnected the image disk. To resolve the reported issue, the fse recreated the image, and after functional checks, the system was returned to working conditions. The codes were updated based on the investigation outcome.